Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was over 600 mg/dl. Family found her sick and vomiting. The paramedics were called to transport customer to hospital. Customer stated that the insulin pump alarmed during the prime process. Customer stated that the insulin pump shot out 100 units of insulin and cause a low blood glucose event in hospital. Customer also had a seizure. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.